Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached recommended replacement time earlier than expected. It was also noted that the threshold on the left ventricular lead was 4.5v. The device was explanted and replaced. No patient complications have been reported as a result of this event.